Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a transfer set was unable to be closed all the way. This condition resulted in leaking fluid from the set during patient use. There was no patient injury or medical intervention in association with this event. No additional information is available.